Event description:
It was reported that balloon rupture occurred. A 7.0mm x 40mm x 80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications nor injuries reported and the patient condition was good.